Event description:
I had breast augmentation with allergan breast implants. Since then I had capsular contracture in one of them with symptoms like breast pain, shoulder pain and arm pain as well as breast feeling hard. That implant was replaced in 2016 and the symptoms just worsen by the day I feel burning pain in my shoulders and breasts, I can barely lift up my arms, I haven't been able to sleep properly since then, weight gain, tingling and painful fingers, hands and toes, brain fog, hair doesn't grow, fatigue, vision problems, memory loss, trouble concentrating, vertigo, breathing difficulties, rapid heartbeat. FDA safety report: (B)(4).